Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02865. It was reported the pt felt stimulation was too "heavy" in her legs and she experienced excess rib stimulation. Reprogramming efforts were unable to provide sufficient back coverage without heavy stimulation in the legs and ribs. An x-ray determined the leads had not migrated but they appeared to be favoring the right side. It was reported the pt was referred to a surgeon for a paddle lead revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.